Event description:
Information received by medtronic indicated that the customer reported that the battery cap was damaged and the reservoir ring was damaged. The motor sounds louder while rewinding. The insulin pump had a random no delivery or insulin flow block alarm and lost settings. Troubleshooting was not performed. No harm requiring medical intervention was reported; however, it was unknown whether the customer continued using the device or not, and it will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Pump received with missing retainer ring. Unable to perform displacement test and occlusion test. Pump passed rewind, prime/seating, basic occlusion test, force sensor test, and self test. Pump received without original battery cap. Unable to confirm battery cap damage. Successfully downloaded history files and traces using thus. No unexpected "insulin flow block alarms" noted during testing or found in pump history download. No motor related alarms noted during testing or found in pump history download. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Unable to lock a test p-cap into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: battery tube threads - cracked, missing o-ring (reservoir tube), broken reservoir tube lip, detached retainer, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, and serial number label missing. No delivery alarm/occlusion - unknown timing was not confirmed during analysis. Rewind anomaly and drive/motor anomaly was not confirmed. Cosmetic damage was confirmed on the pump. Reservoir unable to lock into place was confirmed due to missing retainer ring. Retainer ring damage was confirmed due to missing retainer ring. Cosmetic damage was confirmed on the pump. Unable to confirm battery cap damage due to missing battery cap. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.